Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter casing is cracked indicating user misuse, however returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the glucocard 01 meter was giving variable readings. States last week (doesnt remember date) she got readings of 555 with our meter and 229 with her touch one, states on (B)(6) 2011 her last reading was of 117 @ 5:45 pm, went to bed about 8:45 pm and took her lantus right before bed, states she woke up at 10:45 pm, sweaty, weak, and out of it, when she got to the emergancy room her sugar was level was 10. States she does not remember treatment given at ER. Controls not used. Replacing product.